Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 5 months post-implant it was reported that the patient was admitted with heart failure symptoms. Lab tests were performed and indicated elevated lactate dehydrogenase (ldh) levels, a brain natriuretic peptide (bnp) level >3000 pg/ml, and hemolysis. An echocardiogram was performed that showed the aortic valve opened with every heartbeat. The pump speed was changed and echocardiography showed no improved response from the left ventricle or the aortic valve. It was also reported that the clinicians felt that due to the patient¿s clinical condition he was not a candidate for a pump exchange. Thrombolysis therapy was administered and IV heparin was initiated; however no changes were seen. The patient was placed on levosimendan which controlled the heart failure symptoms; however, once the patient was weaned from levosimendan the heart failure symptoms reappeared.

Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information was received indicating that the lvad was explanted on (B)(6) 2015. At the time of the explant, the patient was placed on a biventricular assist device (bivad) due to right heart failure. The patient remains ongoing on bivad support. The explanted device will be returned for analysis.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of the returned pump. The device was returned assembled with the driveline (dl) cut approximately 4¿ from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The outflow elbow was returned attached to the pump¿s outlet port; however, the remainder of the sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft bend relief collar) was not returned. Examination of the proximal side of the outlet stator revealed a thrombus formation surrounding the bearing ball. This deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator. Although the origin of this deposition could not conclusively be determined, its areas of denaturation adjacent to the bearing ball as well as the contact marks visible on the tapered portion of the rotor indicate that it was present while (B)(4) was supporting the patient. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it would have contributed to the patient¿s reported hemolysis. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.